Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male contacted zoll to report that the patient had an open sore wound that was bleeding and appeared to be getting worse. The patient's wife reported that the patient is a very large man and he was having trouble getting the belt to sit flush against his skin. The patient's wife stated that when the patient went to change the garment he noticed the device had dug into his skin causing the open sore wound. The patient's wife stated that the patient cannot wear the lifevest because the wound is raw. The patient's wife explained that within a few days the patient had developed a discharging ulcer under a fat roll. There was no follow up on the open sore wound to see if it healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.